Manufacturer narrative:
(B)(4). On (B)(6) 2011,product surveillance spoke with the caregiver(cg) regarding the reported se 2240 alarm. The cg stated that they did not know the cause of the alarm. The patient was able to continue therapy with no further issues. The cg stated that they will talk to the nurse regarding the alarm. The sample was discarded and lot number was unavailable. There was no patient injury or medical intervention indicated at the time of the report. This complaint for a system error 2240 (air in set) was not confirmed. Root cause was not determined. Since the lot number was unknown, a batch review could not be performed. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample availability is unknown. The sample lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's (B)(4) to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell 5 of 7. The baxter technical representative (tsr) explained the alarm to the care giver (cg) .the cg stated that there was more moisture than normal under the supply bag. The tsr had the cg cycle power. Se 2367 occurred. The tsr advised the cg to let the registered nurse( rn) know about the alarm. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.